Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was unable to open cubie 03 09. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not opening. A technical support specialist restarted the application via task manager and contacted the pharmacy. After explaining the non-pull transaction, the pharmacy approved the medication. Once approved, the user successfully issued the medication. The system functioned as intended after the technical support specialist troubleshot the device.